Event description:
It was reported that the console had an electrical smell. The screen went initially white, then went black. It seems that the issue is related to the low voltage power supply. No further information was provided.

Manufacturer narrative:
The console was field service at the user's facility. The console was started, the on/off switch was in good condition, there was no screen, no graphical user interface (gui) boot up. The low voltage power source (lvps) outputs were tested and performed as expected. There was no 5v from interface controller board to gui power; the 12v performed good. The interface controller board required replacement to restore 5v, and possible a gui replacement, the lvps was not replaced. Therefore, the reported event was confirmed. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the console had an electrical smell. The screen went initially white, then went black. It was believed that the issue is related to the low voltage power supply. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was not returned to boston scientific for investigation. However, based on all the information available, it is likely that the reported event of console electrical smell and black screen was most likely related to a faulty low voltage power supply. Therefore, the reported event was confirmed. A review of the device instructions for use (IFU) was completed. The IFU includes specific warnings related to console had an electrical smell, such as: electrical hazards. Because the acupulse 40wg contains high-voltage components, there is a danger of severe shock if its covers are taken off by other than trained personnel. In addition, the system must be properly grounded during operation. Always use proper cables and do not attempt to use three-prong adapter plugs to defeat the grounding system. The use of extension cables is not recommended. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the console had an electrical smell. The screen went initially white, then went black. It seems that the issue is related to the low voltage power supply. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.